Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 2/1/2018, electrode belt: 5/30/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in the hospital and was a dnr. Review of the patient's download data revealed that prior to passing, the patient received one inappropriate treatment from the lifevest. At 22:08:53, the patient received the inappropriate treatment from the lifevest while in an idioventricular rhythm at 80 bpm. The post-shock rhythm was an idioventricular rhythm at 90 bpm. Amplitude oversensing contributed to the false detection. From 22:23:42 to 22:25:08, the patient's rhythm was an idioventricular rhythm at 50 bpm degrading to asystole. The patient remained in asystole until the electrode belt was disconnected at 22:29:55. The response buttons were not pressed during the event. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-life-sustaining rhtyhm at the time of the electrode belt disconnection.